Event description:
It was reported that the twist clamp of a minicap transfer set came apart from the silicone tubing. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified the silicone tubing was separated from the main body of the twist clamp. A marking on the inside of the tubing was observed indicating the tubing was positioned on the female connector leg. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the tubing and female connector leg is a friction fit and not a solvent bond, therefore, a strong tug on the tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.